Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report unexplained high blood glucose. The insulin pump has not alarmed no delivery. The current blood glucose reading is 443 mg/dl. Treated with manual injection. Customer is thirsty. Customer called the paramedics for a low blood glucose event. Customer did not go the hospital. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.